Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with vancomycin injection (1gm, ongoing), amikacin injection (500mg, discontinued on an unknown date), and amikacin injection (100mg, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from the events and remained hospitalized. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5: upon follow-up, it was reported that 22 days after event onset, the patient recovered from the peritonitis event. Antibiotic treatment for peritonitis was discontinued. Should additional relevant information become available, a supplemental report will be submitted.